Manufacturer narrative:
Lot number was not provided, therefore the device history records could not be reviewed. Should the lot number will be provided, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Additional follow-up is being performed in an attempt to obtain all missing information.

Event description:
The healthcare professional reports the implant was inserted (B)(6) 2024 in the patient's mouth. On (B)(6) 2024, loss of osseointegration was reported. According to the information, the patient is a smoker, the patient has periodontitis. Observed during the event: bone loss, mobility. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.

Manufacturer narrative:
UDI related data quality updates only.